Manufacturer narrative:
(B)(6). Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. Drive/motor was inspected and no drive/motor anomaly was noted. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.

Event description:
The customer reported via phone call the insulin pump had multiple no delivery alarms. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was normal. Customer also stated about having motor error alarm but was able to complete insulin pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.